Event description:
It was reported that the patient noted a red call doctor icon from the implantable device and presented to the hospital. Upon interrogation, jumpy, high, out-of-range pacing impedance measurements (>3000 ohms) were noted from this right ventricular (rv) lead. The care team elected to continue with close monitoring until the patient's physician returns from a long holiday. At this time, the system remains implanted and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).